Event description:
It was reported that the lead monitor continually trips on this patient because his normal impedance values are in the low 200ohm range which is the non-programmable lower bound for the lead monitor feature. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.